Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis. The monopolar cautery settings were adjusted by the surgeon and since the adjustment there were no further monopolar curved scissors (mcs) issues.

Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, the monopolar curved scissors (mcs) instrument required troubleshooting to achieve the best cautery output. While applying monopolar energy to the vaginal cuff on the dv5 e200 generator, additional pressure was required, and the tissue would drag to achieve a successful cut. When compared to the surgeon's usage with the xi system, the mcs instrument would be actively cauterizing and cutting tissue as "hot knife cutting butter" and had no issues or concerns while cutting the target tissue. The monopolar cautery settings were adjusted to fulguration and since the adjustment, the surgeon has not experienced any further ongoing mcs issues; a specific event date was not provided. It was reported that the surgeon prefers a bloodier vaginal cuff, as it helps prevent postoperative dehiscence. There were no reported patient injuries due to the troubleshooting.